Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to faulty force sensor resistor also, received missing segments due to cracked zebra connector on the lcd board. However, the back light functioned properly. The insulin pump was received with operating currents within specifications and passed self test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report lines in the display. The customer's blood glucose level was 200 mg/dl. No further details were provided.